Manufacturer narrative:
On (B)(6) 2019 customer reported unexpected negative amnisure results for 3 patients with no adverse outcomes. Additional information and return product was requested from customer. Follow up information was received 1/28/2020. The malfunction was not confirmed on returned material, however was observed in retained product testing at a rate within the labeled performance characteristics of the product. No other customers have reported issues with this lot. Qiagen's overall evaluation does not indicate a systemic problem with this lot.

Event description:
A customer reported patient not in labor, grossly ruptured, ferning, nitrazine and pooling positive, and amnisure negative. Patient admitted and successfully delivered.